Event description:
A customer reported experiencing three instances of high blood glucose levels. The exact highest blood glucose values were not available, but the readings were displayed as "high". Cause was not known. In response, the customer changed infusion sets and cartridges and administered a bolus using the pump. The control iq feature was active during these events. The customer was advised to consult with a healthcare professional to further discuss potential factors affecting blood glucose levels.